Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e233001. The device remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the right ventricular (rv) lead was surgically revised due to dislodgment that was confirmed via x-ray. The patient had reported chest pain. This rv lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead was surgically revised due to dislodgment that was confirmed via x-ray. Hence, the patient experienced chest pain. This rv lead remains in service. No additional adverse patient effects were reported.